Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1084400, medical device expiration date: 2024-03-31, device manufacture date: 2021-03-25. Investigation summary: it was reported that the nurse was unable to push plunger on flush syringe. As a sample was unavailable for return, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 306546, lot number 1084400. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: it could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill plunger was difficult to move. The following information was provided by the initial reporter: it was reported that nurse was unable to push plunger on flush syringe. Per complaint details received: I was checking an IV tonight that wouldn't flush and after breaking it down for clots and kinks I found that it was the actual saline flush that was faulty. The plunger itself would not push making it feel like there was pressure in the access that was preventing it from flushing. After speaking with the nurses on tonight almost half of them have had a similar situation in the last month that they could not figure out what was wrong with the IV and pulled it out. I spoke with a nurse on the adult side that said they have been having similar problems with flushes. The lot number on the flush was 1084400 and it did not expire until 2024. I have tried a few from that same lot and have not found another one to be faulty. Dr said this happened last week when she was trying to flush ketamine during a sedation so I just wanted everyone to be aware if we continue to have this problem.